Event description:
It was reported that the left ventricular (lv) lead was not capturing. The lead was explanted and replaced. The patient is enrolled in the systems longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0185 competitor implantable tachy lead, 2012-(B)(6); 5076 implantable pacing lead, 2013-(B)(6). (B)(4).